Event description:
Customer reported that the insulin pump was alarming motor error every day and it was not communicating with the sensor. Customer stated that he has been changing everything daily, but the problem persists. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).